Event description:
Caller reported a compact plus system result of 520 mg/dl at 05:45 pm. He took 20 units of humalog based upon this result. Caller was found unconscious by mother at 06:00 pm, 911 was called. Emt system result was 53 mg/dl an undetermined time later. He was given an undetermined IV treatment by emts, transported to hospital, released at midnight when blood glucose was 160 mg/dl. A request was made for the return of the meter, replacement sent.